Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) was being replaced with activa rc today and caller inquired about estimated amplitude in v. Caller provided the following programming and electrode impedance: left: 3.8 ma, c-0 2087 ohms, estimated rc amplitude - 7.9 v right: 5.1 ma, c-6 696 ohms, estimated rc amplitude - 3.5 v tech there was report of high monopolar impedance at 2087 ohms.  The manufacturer representative (rep) discussed elevated impedance with physician and were wondering if they shouldn't use that particular contact in programming. Caller stated that once rc was implanted, impedance was still elevated but fluctuating between around 2087-2100 ohms. Caller programmed rc in constant current mode and with the same settings patient had been using with percept and patient noticed stim felt slightly different. Tech services (tss) reviewed considerations about therapy, recharging and MRI eligibility with elevated impedance. Tss reviewed that it is physician's discretion to take further action (i.e. Revision) but if the patient is getting benefit with current programming they may want to consider leaving everything as is and just monitor impedance and patient's therapy. Caller mentioned having similar issue with previous patient but it was already reported. Tss reviewed how settings and impedance affect longevity and recharge interval. No symptoms reported additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the battery was replaced due to normal eri battery depletion. The cause of the impedance issue was unknown. The patient¿s healthcare team were discussing reprogramming, if possible, but the issue was not yet resolved.